Manufacturer narrative:
The reported complaint of "an empty saline bag due to a hole in the icy catheter (lot #172067) balloon" was confirmed during the functional testing of the returned catheter. During the functional pressure leak test, a bonding leak was observed at the proximal end of the medial balloon. The probable root cause could be a latent defect at the bond. Visual inspection of the returned catheter was performed, and no physical damage was found on the catheter. Also, observed blood residues in the proximal luer tubing. A functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device during the functional pressure leak test. Upon pressurizing the catheter up to 100psi, a bonding leak was observed at the proximal end of the medial balloon, thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. All catheters are 100% inspected for leaks during manufacturing by subjecting them to pressure testing. Only units that passed are moved to the following process. Historical complaints were reviewed for information related to the reported complaint, and two similar complaints were reported for the icy catheter with lot #172067. Ccr (B)(4) was reported on (B)(6) 2022, and ccr (B)(4) was reported on (B)(6) 2022. A bonding leak was observed at the catheter balloon.

Event description:
An ivtm therapy was initiated for an out-of-hospital cardiac arrest (ohca) - CPR male patient using a thermogard xp ivtm system (sn (B)(4) and icy catheter (lot #172067). Approximately 30 minutes after initiating the ivtm therapy, the thermogard system generated an "air trap warning" alarm, and the customer noted an empty saline bag. The customer reported a hole in the catheter balloon. The catheter was replaced, and the treatment was continued using the same thermogard system and the suk. No injury was reported.